Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a defibrillation electrode. The customer stated that the paramedics were treating a pt with a bad heart condition when the pt's condition worsened and standard procedure with defibrillation was initiated. The paramedics attempted to place the defib-pads, but the gel remained on the release liner and the pads would not stick to the pt; this was the only set of defibrillation electrodes the paramedics had with them. The customer reports that the heart stopped three times and they were unable to defibrillate the pt; however, the heart returned to sinus rhythm and the pt survived.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.